Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp support was ongoing for a patient admitted post st elevation myocardial infarction and was needed for care escalation from a community hospital to their tertiary. The tertiary conducted a multivessel angioplasty. The pump supported for one day and then was explanted. The team observed ischemia that prompted the team to perform surgical intervention in the form of limb fasciotomy.

Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible and the thrombus issues has been completed since the original report was submitted. The product was not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia and the thrombus was not determined.